Event description:
A us distributor reported that a monitor does not communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (belt/monitor unusable) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging sense and pulse wires on the receptacle. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.